Event description:
Reported blood glucose results of 79mg/dl with a lifescan meter and 214mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A check strip test was performed, the result fell within specificatins. Meter was replaced.